Event description:
A male who received op-1 putty in 2005, was hospitalized with a hematoma two days later, and again on sixteen days later, for three myocardial infarctions, increased blood pressure, pneumonia and a blood clot in his groin. The etiology of the hematoma was suspected to be postoperative complications and coagulopathy. Risk factors included age, revision surgery and diabetes. The etiology of the myocardial infarctions was suspected to be coronary artery disease, a 50 year history of smoking and a history of myocardial infarctions. Risk factors included hypertension, coronary artery disease, smoking and a history of myocardial infarctions. The etiology of tine increased blood pressure was suspected to be hypertension and smoking. Risk factors included hypertension, coronary artery disease, smoking and a history of myocardial infarctions. The pneumonia was suspected to be a hospital acquired infection. The etiology of the blood clot in his groin was suspected to be a complication from heart catheterization. Risk factors included surgical complication, smoking, coronary artery disease and diabetes. The serious events resolved. He additionally experienced lumbar radicular symptoms characterized by left buttock and leg pain, a popping sensation on the left side of his lower back and some pull out of his instrumentation which were deemed nonserious events. Outcome of the nonserious events are unknown. The surgeon did not suspect any of the events are related to the use of op-1 putty.